Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port extension sets had flow issues during use. Although it is unknown which lots these events occurred in, possible lots include 20075181, 20126542, 20125433, 21029640, 20056582, 20026471, 20056583, 20025251, 20055649, and 19096554. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "extension set occlusions."

Manufacturer narrative:
H.6. Investigation: four samples (model #20350e) were returned by the customer. It was reported that the extension sets are occluded. The sets were visually examined for defects and abnormalities. Foreign matter was visually identified at the inlet and out let ports of the filter and the connection tubing. No other defects or abnormalities were observed. The sets were attempted to be primed with saline. Three sets were able to be primed. The failure was unable to be replicated in these samples. One sample was unable to be primed as fluid would not flow passed the filter. The filter appeared to be occluded. The customer complaint can be verified. The foreign matter issue was investigated. The issue was identified as an issue with the excessive solvent being applied during the assembly of the secondary infusion set. A device history record review for model 20350e and reported lot#'s was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of these sets. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075181. Medical device expiration date: 2023-07-04. H.4. Device manufacture date: 2020-06-29. Medical device lot #: 20126542. Medical device expiration date: 2023-12-22. Device manufacture date: 2020-12-21. Medical device lot #: 20125433. Medical device expiration date: 2023-12-11. Device manufacture date: 2020-12-01. Medical device lot #: 21029640. Medical device expiration date: 2024-02-09. Device manufacture date: 2021-02-08. Medical device lot #: 20056582. Medical device expiration date: 2023-05-23. Device manufacture date: 2020-05-20. Medical device lot #: 20026471. Medical device expiration date: 2023-02-19. Device manufacture date: 2020-02-17. Medical device lot #: 20056583. Medical device expiration date: 2023-05-23. Device manufacture date: 2020-05-20. Medical device lot #: 20025251. Medical device expiration date: 2023-02-07. Device manufacture date: 2020-02-04. Medical device lot #: 20055649. Medical device expiration date: 2023-05-08. Device manufacture date: 2020-05-07. Medical device lot #: 19096554. Medical device expiration date: 2022-09-22. Device manufacture date: 2019-09-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port extension sets had flow issues during use. Although it is unknown which lots these events occurred in, possible lots include 20075181, 20126542, 20125433, 21029640, 20056582, 20026471, 20056583, 20025251, 20055649, and 19096554. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: extension set occlusions.